Event description:
It was reported that in-stent restenosis and myocardial infarction occurred. In (B)(6) 2011, the patient presented due to stable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was a de-novo lesion located in the proximal left anterior descending artery (lad) with 70% stenosis and was 10mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with direct stent placement using a 3.50x12mm promus element¿ stent with 0% residual stenosis. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented with chest pain, elevated troponin and myocardial infarction (mi) was reported. An electrocardiography (ECG) was performed which revealed a non-q wave mi. The patient experienced recurring chest pain and ischemic symptoms were also observed. Two days after, coronary angiography revealed 90% in-stent restenosis (isr) of the previously placed 3.50x12mm promus element¿ stent in proximal lad. The 90% isr was treated with predilatation and placement of 4.0 x 24mm non-bsc drug eluting stent. Following post-dilatation, a timi 3 flow was observed. Four days post procedure, the event was considered to be resolved without residual effects and the patient was discharged on same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).